Manufacturer narrative:
(B)(4).

Event description:
A patient death was reported. It was noted ¿put catheter through her port¿. The hcp questioned overdose. The date of death was not known. It was later reported the symptoms were at first of overdose followed by symptoms of withdrawal (due to the pump delivering too much and then too little drug).

Manufacturer narrative:
(B)(4).